Manufacturer narrative:
The visual inspection prior to the repair showed that the head of the handpiece had a dent which caused the push button to pop off. It was noticed that the spring of the push button was missing which shows that this happened also earlier, and the reassembling was not correctly done. This causes the push button to rub on the inner moving parts during the use which causes friction and hence heat up. A short test run showed that the bearings have been running gritty and rough, the power consumption was far out of specification and the heat up was reproducible. These are signs that the ball bearings are worn out which causes higher friction and hence also heat up. The bad condition of the ball bearings might be but must not be a result of the hit which caused the dent. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
The handpiece was sent in for repair and the accompanying document stated that patient was burned on lip. During a call with the dental office it was informed that the burn occurred during a composite restoration on tooth #27. During the treatment the handpiece heated up and burned the right side of lip, inside mucosa to the size of a dime. The patient received some otc neosporin to apply to burn. No medical care necessary.